Event description:
It was reported that the customer had received motor error alarms during a bolus several times. The customer also mentioned a crack starting at the reservoir compartment to the esc button. The customer's blood glucose was 124 mg/dl. The customer stated that the insulin pump sometimes alarmed no delivery as well. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No belt clip was received with the insulin pump. No unexpected no delivery alarms or motor error alarm were noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to moisture damage at the force sensor resistor. The insulin pump had a cracked reservoir tube window, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.